Event description:
It was reported the device was missing knobs. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device expiration date and device manufacturing date not available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with small knobs missing and the front panel bent. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. Visual inspection verified the missing knobs. The most probable cause is the small knobs became loose over time through physical removal. The root cause was traced to the customer/user interface. For corrective action, the missing knobs were replaced. The previous service history has been reviewed and deemed unrelated to the current customer reported reason. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: correction: date device returned to manufacture - corrected from 10/18/2022 to 10/07/2022.

Event description:
Oracle ro 1262113: missing knobs.